Event description:
Customer's mother reported customer's insulin pump has alarmed no delivery five times since (B)(6) 2014. Customer is currently on a temporary basal at one hundred and fifty percent. Customer's blood glucose has also been high. Customer's blood glucose is 481 mg/dl. Customer is unable to troubleshoot the no delivery alarm because the infusion sets and reservoirs were thrown away. In troubleshooting, the drive support cap appeared normal. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to monitor his blood glucose. His last blood glucose was 441 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).